Event description:
It was reported, the patient saw the low stimulator battery screen. The device had not been effective for several months. The patient experienced difficulty going to the bathroom, frequency, retention, and urgency. They would not be able to void when they had urgency. The patient also experienced trouble with bowel movements. Their back was real bad and they were on heavy narcotics. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v471253, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information received as patient reported many issues including those previously reported in previous call. Patient also stated that most of their issues were caused by an injury that resulted in nerve damage. Some unrelated issues reported were back pain, numbness, loss of bowel control. The nerve damage was the reason that the patient was implanted with the interstim system. Patient was not able to sleep well due to the back pain and nerve issues. Patient also mentioned being on multiple pain medications including oxymorphone, oxycodone, trigeminal, etc. The pain medications were being taken due to the nerve damage. Patient mentioned that they always had pain at the ins site, even just by touching it. Patient believed that it was due to their accumulation of scar tissue. Patient reported the same loss of therapeutic effect when the ins was low that was previously stated in previous call. However, the ins was checked by the hcp in (B)(6) 2016, and they said that the ins still was working and was not yet at eos. Patient was experiencing a lack of therapeutic effect at the time, like the battery was running low and not delivering the same amount of therapy. Patient did not allege premature depletion. Patient also mentioned that the call your doctor screen never displayed before the ins had reached eos. Ins was replaced with new ins.